Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4) event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6)2024, it was reported that patient went to emergency room due high level of ketones. Patient to hospital on 19-sep-2024. Hospitalization was less than 24 hours. Nauseous, tired and weak symptoms were reported at time of hospitalization. Sensor glucose value at time of hospitalization was 300 mg/dl. No further information available